Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-06623. It was reported that in-stent restenosis occurred. In (B)(6) 2014, elective percutaneous coronary intervention (pci) was performed to treat the 90% stenosed, type b1 new lesion located between the mildly tortuous and mildly calcified proximal and distal left anterior descending artery (lad) that was 15.5mm long with a reference vessel diameter of 2.3mm. A 2.5 promus premier drug-eluting stent was deployed at the proximal lad to the distal lad without predilation. After post dilation, dissection was noted at the distal lad which was treated with the placement of a 16 x 3.50 promus premier stent. Following post dilation, residual restenosis was 0% and the procedure was completed. Three days post procedure, patient was discharged. In (B)(6) 2014, restenosis in the mid lad and stenosis in the distal lad were confirmed which were both treated with pci and were resolved on the same day. Five days post procedure, the patient visited the hospital for follow-up check and no issues were noted. In (B)(6) 2015, restenosis was confirmed in the proximal and distal lad which were both treated with pci and were resolved on the same day. Seven days post procedure, the patient visited the hospital for follow-up check and no issues were noted.